Manufacturer narrative:
Clarification to device info: mcghan size 300. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician reported a left side rupture. Device has been removed and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported a left side rupture. Device has been removed and replaced.

Event description:
Hcp reported, left side rupture. Device has been removed and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken striated/two openings striated assessed, as to surgical damage. And observed, missing piece of the shell assessed, as to inconclusive. Additional observations: black/yellow particles, observed in the gel.